Event description:
A distributor in ireland reported a malfunction involving a pump, identified as malfunction 0. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced and provided instructions for the customer to switch to multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Additionally, the customer was guided on putting the faulty pump into storage mode and returning it to tandem using a pre-paid label, which they acknowledged and understood.